Event description:
It was reported the patient is complaining he is not receiving any stimulation therapy from his scs system in the right low back. A sjm representative met with the patient and attempted to program the patient's scs system but was not able to capture right low back. The patient's physician believes the patient's penta lead was biased to the left side. The physician has suggested an additional scs system to cover the right side low back pain. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.